Event description:
It was reported that the delta chamber of the valve was leaking.

Manufacturer narrative:
The valve was patent and passed siphon/reflux testing. The value was within specifications for pressure-flow testing at 5.5 ml/hr at 0 cm, and preimplantation testing. The valve was not within specifications for pressure-flow testing at 20.4 ml/hr at -50 cm, and 46.8 ml/hr at 0 cm. The valve did not pass leak testing due to a tear on the bottom of the delta chamber. The instructions for use that accompanies the valves cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed that the product was without quality problems. All of our products are 100% tested at the time of manufacture.